Event description:
A healthcare professional reported left side ¿cysts¿, ¿fructose intolerance¿, ¿skin rashes¿, ¿eczema¿, ¿acne¿, ¿severe pain in thoracic spine¿, ¿heart palpitations¿, ¿tinnitus¿, ¿brain-fog¿, ¿chronic fatigue¿, ¿exhaustion¿, ¿numbness in the hands¿, ¿difficulty concentrating¿, ¿sleep disorder¿, ¿depression¿ are not device related. Patient representative also reported left side ¿rupture¿, and ¿seroma in the capsule¿ . The device has been explanted.

Manufacturer narrative:
Continued h6 (health effect impact code): f2201 biopsy a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of rupture, malaise-ndr, depression-ndr, other-medical-ndr, varied injuries-ndr, seroma-late, cyst-ndr, skin rash/dermatitis-ndr, pain-ndr, cardiac complication-ndr, sensation increase/ decrease-ndr and inflammation/iritation was requested on (B)(6) 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: unable to observe through the photos provided. Malaise-ndr: not applicable as the event is not related to the device. Depression-ndr: not applicable as the event is not related to the device. Other-medical-ndr: not applicable as the event is not related to the device. Varied injuries-ndr: not applicable as the event is not related to the device. Seroma-late:unable to observe since it is not related to the device. Cyst-ndr: not applicable as the event is not related to the device. Skin rush/dermatitis-ndr: not applicable as the event is not related to the device. Pain-ndr: not applicable as the event is not related to the device. Cardiac complication-ndr: not applicable as the event is not related to the device. Sensation increase/decrease-ndr: not applicable as the event is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device.

Event description:
A healthcare professional reported left side ¿cysts¿, ¿fructose intolerance¿, ¿skin rashes¿, ¿eczema¿, ¿acne¿, ¿severe pain in thoracic spine¿, ¿heart palpitations¿, ¿tinnitus¿, ¿brain-fog¿, ¿chronic fatigue¿, ¿exhaustion¿, ¿numbness in the hands¿, ¿difficulty concentrating¿, ¿sleep disorder¿, ¿depression¿ are not device related. Patient representative also reported left side ¿rupture¿, and ¿seroma in the capsule¿ . The device has been explanted.